Event description:
As stated in the FDA form, "surgery was a lumbar three-sacral one fusion-laminectomy-interbody fusion. Surgeon tried to insert bio avs unilif interbody implant when it broke. A multi-angle adjustment tool tip also broke during the procedure. Both items were from stryker and rep was on-site during the occurrence."

Manufacturer narrative:
Device not available for evaluation.

Manufacturer narrative:
Method: device history review; results: the lot # for this product is unknown, so the manufacturing records could not be reviewed. A possible cause for this event could be due to misuse. Conclusion: the radius m a adjustment tool tip fracture was confirmed based on the report from the sales rep. This event occurred intra-op but did not result in any surgical delay, nor were there any adverse consequences to the patient. The reported device was not returned.

Event description:
As stated in the FDA form, "surgery was a lumbar three-sacral one fusion-laminectomy-interbody fusion. Surgeon tried to insert bio avs unilif interbody implant when it broke. A multi-angle adjustment tool tip also broke during the procedure. Both items were from stryker and rep was on-site during the occurrence."